Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2014; 439688 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that an av nodal ablation procedure was performed on the patient. An interrogation report showed the right ventricular (rv) lead with a number high short interval counts (sic) and several non-sustained tachycardia that were consistent with electromagnetic interference (emi). The lead remains in use. No patient complications have been reported as a result of this event.